Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached a monitoring voltage measurement of 2.57 volts and a charge time measurement of 17.4 seconds. The health care provider was concerned that the device would soon reach elective replacement indicator (eri) as a result of charge time and was educated on how to demonstrate tones to the patient. The patient had ben lost to follow up for some time. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the device was within specification for extended charge time behavior and longevity.

Event description:
Boston scientific received information that this device was explanted and replaced due to battery depletion. No adverse patient effects were reported.